Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was filled with approximately 120 units. Blood glucose level was not impacted. Reportedly, the customer continued using the pump for insulin therapy.